Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Error code 242.4030. Channel error. Damaged ail and motor o ring. There is no patient involvement. Channel error- 10/22/2019 05:14:16 jovelyn martin (jobmarti) contact german yoshimura biomed support equipment specialist #562-632-7582 <german.yoshimura@va.gov> issue likely to be related to the work performed by the remediation team. No charge to customer. Charge to recall 911183. 10/30/2019 19:16:40 jorge sanchez (jorgsanc) received unit with one piece bezel 11/04/2019 13:56:51 annette a mendez (amendez) 9632001960920413730700119242611831 11/16/2019 10:22:50 joshua monk (jmonk) this file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.